Manufacturer narrative:
No device was returned for evaluation and no photographs were provided for review. Additionally, no operative notes and/or radiograph images were provided for review of usage/technique. Information regarding the torque handle used and/or the patient's bone quality was not provided. Based on the information obtained, the complaint was unable to be confirmed and the root cause of the reported event was unable to be determined conclusively. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."

Event description:
It was reported that a during a transforaminal lumbar interbody fusion, while the surgeon was final tightening, the tip of the final lock screw driver fractured off within the lock screw. The tip was left in-situ, embedded in the lock screw. No further patient impact was reported. No additional information was provided.